Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was over 600 mg/dl and will not decrease; the customer stated that she could taste ketones in her mouth. The customer attempted to bolus but her insulin pump alarmed no delivery. The customer stated that the cannula, tubing, and insulin looked good. She removed the tubing from her body and manually pushed insulin through successfully, but whenever she put the site back on her insulin pump alarmed no delivery. The no delivery alarm has occurred five times in the past month. The customer was advised to seek medical attention and she stated that she felt okay. Troubleshooting was declined for the no delivery alarm and high blood glucose. The customer confirmed that she has scar tissue all over. She was advised to follow up with her health care profesional and to monitor the issue and blood glucose. No products were returned or replaced.